Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). The mayfield skull clamp was received for evaluation: device history record (DHR) - no abnormalities related to the reported failure. The reported complaint was confirmed from the visual evaluation of the returned product. The unit received with the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An integra account manager reported on behalf of the customer that the rocker arm of the a3059 mayfield composite series skull clamp moved when it was in the locked position. There was no known patient contact or surgery delay.